Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The failure to fire was confirmed as a malposition of the device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The returned suture with the fully formed knot indicated a successful cycle and deployment of the suture was achieved however, with the knot formed and not attached to the vessel friable tissue or sub optimal placement occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a vessel closure was attempted with a prostyle device relative to an electrophysiology procedure. Reportedly, the device misfired. It is unknown how hemostasis was achieved. No additional information was provided.